Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair procedure, when the surgeon attempted to fire the stapler it seemed to be jammed and the handle would not move to eject a staple. A new stapler was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned instrument noted the e-piece was partially disengaged from the device on one side. There was evidence of weld on the device. One staple were received jammed in the e piece. The single use loading unit (sulu) was received partially applied preloaded on the instrument. The loading unit was unloaded from the instrument and the staple was removed from the e piece for functional testing. The loading unit was then loaded back onto the instrument. The instrument was applied to the appropriate test media. The handle was actuated and the tack deployed improperly and did not seat properly due to the disengaged e-piece. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of excessive manipulation of the device. The root cause of the observed damage was due to the product not being u sed as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.